Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shell was unable to be seated into the acetabulum. A larger size shell was implanted.

Manufacturer narrative:
This report is being amended to reflect changes: the shell was not returned for review, therefore its condition cannot be described. A review of the manufacturing documentation found that the lot produced (B)(4) units which were sent to inventory after meeting specifications. The device was intended to be used as treatment. It is noted that the acetabulum was reamed to 53mm and a 54mm shell was attempted to be inserted. This condition created a press-fit of 1mm; the surgical technique states that a press-fit of 2mm may be used. Therefore the surgeon did not create an overly large press-fit. No additional complaints have been received against the manufacturing lot of the acetabular shell. With the information provided, a definitive root cause cannot be stated. It is not suspected that the device failed to meet specifications.